Event description:
This lead was implanted on (B)(6) 2004 and remains implanted. It was called in to technical services on (B)(6) 2011 with high impedances of over or = 2000ohms. 501 ohms (B)(6) 2011. Dm's show periods of impedance >=2000 ohms. Now trend is going up over time. Some impedances or, no data point. Today 1434ohms. Chronic afib programmed to vvir. Programmed onset/stablity. No lead revision planned. Data points missing means an oor value. Ts suggested v>a and afrt to off, stablity to 30ms. Can turn off atrial lead and dalies if not needed. Rep aggrees and will run it my md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).